Manufacturer narrative:
(B)(4) has not been initiated for this issue. Model m41 power wheelchair, serial number/date code (B)(4) is approximately 13 month old. The owner's manual part number 1143206 rev. G (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
(B)(4). The consumer stated that the m41 power wheelchair was running very slow. The repair technician evaluated it and diagnosed that the left and right motors were noisy and needed replaced. An RMA # (B)(4) has been issued to send the faulty motors in for inspection and replacement. There was no injury reported.